Event description:
Caller reports pt tested 6.5 inr on the coaguchek s system and 4.9 inr on a comparison lab. Caller is unsure if coumadin was changed based on coaguchek system result. No adverse event reported. Requested return of suspect system and replacement sent.